Event description:
It was reported that the program it for volume over time did not recognize the syringe size, pump was giving 30% of medication quickly not as it was program to do. Patient felt nauseous. The event happened during infusion.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the alarm history verified the reported issue. Functional testing was performed, and no evidence of over infusion was found. The invalid syringe size error was due to a broken barrel clamp potentiometer. These components were replaced, and the device then passed all testing. The cause of the alleged over infusion was not established as there was no evidence of over infusion during evaluation.